Event description:
No incidents of actual adverse events have been reported at this time. On (B)(6) 2010 human gmbh reported receiving customer complaints for a product that is manufactured as a component for them that shares a bulk lot with pacific hemostasis thromboplastin - ds (catalog # 100353, lots v39242 and v40040). Our internal investigation has confirmed approximately 4% of vials reconstituted exhibit discoloration and prolonged clotting times as reported in the customer complaint. Because the statement "normal and abnormal controls should be run at the initiation of testing each day and at least once each shift, or with each group of assays. Controls should also be tested with each reagent change or major instrument adjustment." Is contained in the product insert, the vials impacted should be detected as abnormal prior to utilization. Based on medical opinion, risk is presented if the instructions for quality control are not followed in the field. For the vast majority of patients, there would be not consequence whatsoever. For the rare patient whose warfarin is under dosed and suffers a stroke, the consequences can be severe and irreversible. The hazard analysis summary was a very low risk of severe adverse health consequence. These lots were not sold in the u.s. Monitoring of customer complaint data has shown no performance related complaints for the last 36 months for pacific hemostasis thromboplastin - ds. All lots in-process have had a heightened sampling to detect any performance variability and no failures have occurred. For this reason, we believe this to be an isolated incident for this bulk-lot, however investigation is pending.

Manufacturer narrative:
Materials were distributed in (B)(4), (B)(4) and (B)(4). Notification to the FDA is because the device is marketed in the u.s.